Manufacturer narrative:
Failure analysis revealed that all the operating currents were within specification. No unexpected blank display or battery out limit alarms noted. The device was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, and cracked reservoir tube lip.

Event description:
It was reported the insulin pump had big crack from the buttons to the screen. Customer's blood glucose was 124 mg/dl. Customer's mother was not sure how the device received the damage. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.